Manufacturer narrative:
The device was received for evaluation. During functional testing, a " door latch alert" was not reproduced. However, a review of the event history log revealed multiple events of "door jammed". A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a failed lower latch switch. The lower auxiliary requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a door latch alert in the middle of infusion in the biomed service department. There was no patient involvement. No additional information is available.